Manufacturer narrative:
Evaluation: visual inspection- the side frames were in good condition. The cross brace was in good condition, but the seat rails were bent inward. Because the seat rails were bent inward, the seat rails were unable to align with the h-blocks properly. The seat and back upholstery were in good condition, there were no tears, scratches, or excessive wear, but the seat sagged excessively. Functional observation- the wheelchair was able to move and turn freely. The wheel locks were able to engage, stopping rotation of the rear wheels and disengage allowing the wheel chair to move freely. The leg rests were able to mount the side frame, but due to missing sector blocks, they were unable to lock. Conclusion- utilizing the existing complaint information, actual observations and functional observations of the returned product it its "as received" condition, the complaint as confirmed for the veranda 4000 wheelchair of having bent seat rails. Secondary failure, it was confirmed that the sector blocks were missing from the product causing the front riggings to not lock. Should additional information become available a supplemental record will be filed.

Event description:
Dealer states he just opened the box and the crossbraces were bent.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states he just opened the box and the crossbraces were bent.